Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fracture ceramic insert of left hip. As reported in adverse consequence details: "revised stem and cup as it became apparent during surgery that the femoral [neck] was compromised due to impingement". Alumina head and 2 screws were also reported explanted per product grid.